Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the screwdriver handle had brown marks on it, after being washed. There was no patient involvement. This report involves one (1) cannulated 3.5mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: visual / examples: missing feature or component/peeling, coating/corrosion/temperature sensitive indicator. Visual inspection: the inspection has shown that the handle and as well the etching on the handle is discolored and very dark, almost burned. The tip of the screwdriver is in a used condition with clearly visible wear marks. The markings on the shaft are totally faded. Document/specification review: important information leaflet . Various plastics are used for certain instrument parts, e.g. Handles, radiolucent parts. In addition to pure plastics composite materials are also used in some cases, e.g. Wood-looking phenolic resin reinforced with fabric for handles of screwdrivers, raspatories, chisels, etc, or carbon-fiber reinforced plastics for aiming arms. All used plastics are able to withstand correct processing. Some of the plastics can become soft during steam sterilization, but do not undergo permanent deformation at normal sterilization temperatures below 140 °c. The material can, however, be damaged, for example by repeated immersion in disinfectants outside the ph range of 4¿9.5 and by overstressing. Also, some rinsing aids can lead to discoloration or embrittlement of plastics and composites by repeated use. End of life indicators (eoli) of reusable instruments: instruments with plastic handles parts cracked or broken off surface is brittle, soft or has a burnt appearance discoloration or delamination of handle. Investigation conclusion: the complained malfunction could not be reproduced during the performed evaluation. Nevertheless is the complaint confirmed due to the discolored and faded appearance of the device. The review of the erp system (jde) has shown that the lot a4dc218 was captured in august 1988. Based on the age of more than 30 years and the used condition it can be concluded that the device is in a end of life condition by normal wear and tear over the years, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 314.20, lot: a4dc218. DHR not available as device is older than 30 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.